Event description:
On (B)(6) 2012 customer reported that the access 2 instrument generated erroneously elevated accutni results above the ami cut-off for 1 patient and within the risk stratification range for 2 patients. The erroneous results were reported out of the laboratory. The physician questioned the results and ran the test on a point of care device and obtained negative results. The laboratory was notified and reran the samples on an alternate access 2 instrument. There was no death or injury associated with this event and patient treatment was not impacted. Beckman coulter (bec) reviewed 3 levels of the customer supplied accutni quality control (qc) data from (B)(6) 2012. All accutni qc values were within the customer's established ranges for the timeframe provided. Field service engineer (fse) inspected the instrument and found the main pipettor was worn. Fse replaced the main pipettor, performed alignments and verified ultrasonic voltage. The service activity performed was verified and met the specified requirements per established procedures. Results met published performance specifications. System validation documented in customer's qc record.

Manufacturer narrative:
Evaluation codes, results, code (other): main pipettor.